Manufacturer narrative:
A report was received that during a review of the patient's log files, it was noted that one of her batteries had a possible power consumption issue. This device was exchanged with no reported patient consequence. Additional complaint information received has found this event does not meet the definition of a reportable incident. This would not be likely to cause or contribute to death or serious injury. It will result in exchange of the device. The redundant power source will continue to supply power to the pump. This failure will result in user annoyance and will not affect the function of the pump. No additional information will be forthcoming.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 12/31/2014 - exp. Date: 12/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was an event with a pump stop and the battery possibly switched off because of high power consumption.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. This unit was able to operate  uninterrupted for over 4 hours. The complaint event detail could not be duplicated at bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.